Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie pockets not opened due to component. A field service engineer replaced the damaged cubie and discovered a medical item lodged behind the drawer, which was subsequently removed to rectify the problem. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie pockets not opened. The customer reported that users were unable to remove medications from cubic. There was delay in dispensing the medication as the user was able to obtain the medications from the different station. There were no adverse events or injuries reported based on this event.